Event description:
(B)(4). Hair began falling out (clumps of 100+hairs/day), increased fatigue, increased soreness, pain, heavy periods 2 years post implantation, irregular periods/cycles, anemia, intermittent back pain and cramping, intermittent ibs (I eat a clean diet), bleeding/receding gums, itchy skin (scalp), shingles outbreaks (at least 3x/year).